Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3) since on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain / loss specify which one:") and was found to have hormone level abnormal ("hormonal changes describe:"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: on or around on (B)(6) 2016 (discrapancy in date) plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Discrepancy noted in date of removal on (B)(6) 2016 and on (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Most recent follow-up information incorporated above includes: on 25-jan-2019: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, fatigue, hair loss, hormonal changes describe:, infection (bladder/ urinary tract/vaginal) type:, migraines / headaches, weight gain / loss specify which one:, did not undergo confirmation test. Concomitant drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('she had them removed but one is still deep in myometrium of the uterus causing pain'), pelvic pain ('pelvic pain') and genital haemorrhage ('heavy abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight, headache, blurred vision, dizziness, fever, sputum discoloured, pityriasis versicolor, hypothyroidism, hemorrhoids, cystitis, urinary tract infection, ovarian cyst, old laceration of cervix, polymenorrhoea, irregular menstrual cycle, seborrheic dermatitis, anemia, anxiety, blood transfusion, thyroid gland injury, spotting vaginal, dysmenorrhoea, cough, dysuria, urinary frequency, hemorrhoids, vaginal odor, vaginal discharge, vaginitis, menorrhagia and burning micturition. Normal uterine cavity. Right coils 3, left coils 5. Previously administered products included for an unreported indication: temovate), acetaminophen, nitrofurantoin, macrocrystal-monohydrate, iud, nuvaring,, nexplanon, dmpa and fluconazole. Concurrent conditions included dysfunctional uterine bleeding, abdominal pain lower, genital bleeding, menstrual disorder, frequency urinary, stress urinary incontinence, pelvic pain, constipation, uterine bleeding, uterine cramps, sexually transmitted disease, vaginal burning sensation, itching, vaginal irritation, vulvovaginitis, shortness of breath, felt faint and dysmenorrhea. Concomitant products included clobetasol, codeine phosphate; paracetamol (tylenol with codeine no.3) since (B)(6) 2014, diazepam, ferrous sulfate, fluconazole, hydrocodone bitartrate; paracetamol (hydrocodone/acetaminophen), levothyroxine, loratadine, metronidazole, salbutamol (albuterol), tranexamic acid, triamcinolone and valaciclovir hydrochloride (valacyclovir hcl). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), fatigue ("fatigue"), alopecia ("hair loss"), cystitis ("infection (bladder/ urinary tract/vaginal) type:"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type:"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type:"), migraine ("migraines"), headache ("headaches") and weight fluctuation ("weight gain / loss specify which one:") and was found to have hormone level abnormal ("hormonal changes describe:"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), device expulsion ("she had them removed but one is still deep in myometrium of the uterus causing pain"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, pelvic pain, genital haemorrhage, device expulsion, vulvovaginal pain, abdominal pain, abdominal pain lower, menorrhagia, vaginal haemorrhage, female sexual dysfunction, bladder disorder, urinary tract disorder, fatigue, alopecia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, migraine, headache and weight fluctuation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, bladder disorder, cystitis, device expulsion, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight fluctuation to be related to essure. The reporter commented: on or around (B)(6) 2016 (discrepancy in date) plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Discrepancy noted in date of removal (B)(6) 2016 and (B)(6) 2017. Discrepancy noted in date of insertion (B)(6) 2014 and (B)(6) 2014. Hsc with essure placement showed normal uterine cavity. Right coils 3, left coils 5. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. ¿concerning the injuries reported in this case, the following one/ones were described in medical records: embedded device and device expulsion. Most recent follow-up information incorporated above includes: on 28-may-2019: mr received reporter information was added. New event added she had them removed but one is still deep in myometrium of the uterus causing pain. Concomitant and historical drug was added. Medical history was added. Incident: no lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain") and abdominal pain lower ("severe cramping"). The patient was treated with surgery (forced undergo one or more surgeries to remove one or more of the essure coils). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal pain, abdominal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: on or around (B)(6) 2016 (discrepancy in date) plaintiff was even forced to undergo one or more surgeries to remove one or more of the essure coils. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.